Event description:
It was reported that the top of a large volume intermate broke, leading to a leak from the end of the tubing. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured november 6, 2013 to november 7, 2013. The device was received for evaluation. Visual inspection revealed that the tubing was broken and leaking at the connection to the distal luer lock. The cause of the condition could not be determined. A CAPA has been opened to address the issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.